Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2009. During the procedure, the device showed signs of slowing down / blade dulling and not morcellating effectively toward the end of the case. The case was successfully completed with the same device with no adverse pt consequences.

Manufacturer narrative:
(B)(4). Blade dull/poor cutting. Conclusion: the product upon which this medwatch is based has been rec'd, however, the product evaluation is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-01194. The same pt is represented in each medwatch.